Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin gauge displayed was sporadically jumping up and down. The customer's blood glucose level was 149mg/dl. Reportedly, the customer had been using u-500 insulin in their cartridges. Tandem technical support reviewed the customer's t:connect data and showed that the current cartridge had an accurate fill estate and was decreasing appropriately. During a follow-up call, the customer reported a cartridge change had been performed and the customer was confident in the current fill estimates.